Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. We checked the returned unit and confirmed that the water jet tube clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the water jet tube. In addition, we confirmed that the nozzle gluing missing, the bending rubber discolored, the suction channel kink, and the angle wire grinding; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0630 (air/water & jet water channels)"" and/or the risk analysis results, it was evaluated to submit MDR.

Manufacturer narrative:
Evaluation summary: it was reported to customer service during use of the colonoscope above the user was not able to pressure down on the water jet and led to damaged mucosa. We checked the returned unit and confirmed that the water jet tube clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the water jet tube. Correction information: b2: other serious or important medical events. B5: describe event or problem. G6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result. Additional information: g4: PMA/510(k). H1: type of reportable event. H4: device manufacture date.

Event description:
Adverse event - damaged mucosa.